Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
After suturing the cavity post-procedure interrogation suggested that the resistance on the ventricular lead has increased to over 2000. This suggested the possibility of possible dislodgement of the setscrew of the ventricular lead which may not be tightened properly. The patient was re-scrubbed and pocket was opened and this device and the ventricular lead were removed, tested and resistance and pacing and sensing thresholds were normal. Reattached to pacer with a setscrew, and after that the parameters are all within normal limits. No change in the pacing or sensing threshold and impedance was within normal limits. The lead and pacer were placed again in the cavity and re-sutured. No other complications encountered.